Event description:
The customer returned the colonovideoscope, an olympus asset, with a separate issue. During the device evaluation, the service repair technician observed noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to damage on charged coupled device unit, a noisy image occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.